Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-sep-2021. The most recent information was received on 24-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('generalized pruritus, then persistent pruritus on the hands') in a 44-year-old female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pruritus (seriousness criterion medically significant), 17 days after insertion of essure. On an unknown date, the patient experienced fatigue ("permanent state of fatigue for 6 years"), goitre ("rapid development of the general volume of the thyroid"), paraesthesia ("sensation of tingling in the hands, also very significant in the morning for 6 years"), burning sensation ("sensation of burning in the hands, also very significant in the morning for 6 years") and genital prolapse ("frequent descent of the genitals (cervix)"). The patient was treated with surgery (complete removal of the organ (the thyroid)). At the time of the report, the pruritus, fatigue, goitre, paraesthesia, burning sensation and genital prolapse outcome was unknown. The reporter provided no causality assessment for burning sensation, fatigue, genital prolapse, goitre, paraesthesia and pruritus with essure. The reporter commented: patient¿s current state: continuous tingling and burning in the hands, with a peak of intensity in the morning. Feeling of great fatigue which led to a sick leave from work for 2 years and then to a return to work part-time. Frequent descent of the genitals (cervix). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Batch no: c61987, production date: 2014-05-29, and expiration date: 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-sep-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('generalized pruritus, then persistent pruritus on the hands') in a (B)(6) year-old female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pruritus (seriousness criterion medically significant), 17 days after insertion of essure. On an unknown date, the patient experienced fatigue ("permanent state of fatigue for 6 years"), goitre ("rapid development of the general volume of the thyroid"), paraesthesia ("sensation of tingling in the hands, also very significant in the morning for 6 years"), burning sensation ("sensation of burning in the hands, also very significant in the morning for 6 years") and genital prolapse ("frequent descent of the genitals (cervix)"). The patient was treated with surgery (complete removal of the organ). At the time of the report, the pruritus, fatigue, goitre, paraesthesia, burning sensation and genital prolapse outcome was unknown. The reporter provided no causality assessment for burning sensation, fatigue, genital prolapse, goitre, paraesthesia and pruritus with essure. The reporter commented: patient¿s current state: continuous tingling and burning in the hands, with a peak of intensity in the morning. Feeling of great fatigue which led to a sick leave from work for 2 years and then to a return to work part-time. Frequent descent of the genitals (cervix). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.